Event description:
The operator of an advia centaur xp instrument was hit in the head by the instrument¿s top cover. The operator got a bump and was sent to the emergency room for evaluation. No medical treatment was required and the emergency room had indicated that the operator can return to work. There are no known reports of adverse health consequences due to the injury.

Manufacturer narrative:
The initial 2432235-2013-00391 was filed on (B)(6) 2013. Additional information (B)(6) 2014: siemens healthcare diagnostics has investigated the occurrences of advia centaur xp instrument covers falling during maintenance procedures. When the instrument cover is raised, the cover is supported by a gas spring attached at the middle of the cover. Over time, the gas spring may lose its effectiveness and fail to support the cover in its full or partially open position. This may lead to the cover falling during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) (B)(4) entitled "advia centaur xp instrument cover gas spring issues" in (B)(6) 2014. Customers outside of the united states were sent urgent field safety notice (ufsn) (B)(4) entitled "advia centaur xp instrument cover gas spring issues" in (B)(6) 2014. The umdc/ufsn provides guidance to customers by explaining actions to avoid injury and to contact their siemens technical support representative if the cover cannot stay partially raised. Siemens technical support representatives will be routinely inspecting gas springs on regular preventive maintenance cycles or service visits.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected and replaced the gas shocks of the instrument. The cause of the operator's head injury was faulty gas shocks that prevented the top cover from staying in place. The instrument is performing according to specifications. No further evaluation of the device is required.